Event description:
It was reported that during the procedure, a 3.0x23 promus rx drug-eluting stent delivery system as advanced toward the lesion in the distal section of the proximal left anterior descending coronary artery, but was unable to cross the lesion. Resistance was felt between the promus and a non-abbott guiding catheter during withdrawal of the promus, and the promus stent struts were noted to be flared after withdrawal from the guiding catheter. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.